Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital due to hearing frequent alarm tones. An interrogation of the device showed that a lead integrity alert (lia) had trigger for the right ventricular (rv) lead due to sic (sensing integrity counter) and two high rate non-sustained tachycardia episodes showing oversensing on the rv tip to ring egm (electrogram). The rv lead remains in use. No patient complications have been reported as a result of this event.